Event description:
Follow up information reported that the patient had no concerns with their device therapy. If additional information is received, a follow up report will be sent.

Event description:
It was reported the patient felt stimulation was too intense at night. The reporter stated that when they lay down at night to go to sleep, their stimulation feels too intense and they need to turn stimulation down to be able to sleep. Information omitted, see related pe (B)(4). Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 3487a-56, lot# v235029, implanted: (B)(6) 2009, product type: lead. Product ID: 3487a-56, lot# v235029, implanted: (B)(6) 2009, product type: lead. Product ID: 3708220, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID: 37743, serial# (B)(4), product type: programmer, patient. (B)(4).